Event description:
The user's hearing development was normal. Suddenly there was no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Suddenly there was no more hearing sensation. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determined an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.